Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had replace battery now without low battery alarm. Customer¿s blood glucose was 280 mg/dl at the time of incident. Customer state this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
No power loss alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.